Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with syncope. Upon interrogation, the right ventricular lead exhibited loss of capture and high pacing impedance. The physician explanted and replaced the lead. The patient was recovering post-procedure but felt some pain.

Manufacturer narrative:
Correction: h6: analysis was erroneously attached for a different lead. Correct device evaluation is now attached a partial lead with the connector end segment was returned measuring 28.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 28.3 cm (connector portion) and 43.5 cm (middle portion). Visual examination found a suture sleeve tie impression 26.2 cm from the connector pin on the connector portion. On the middle portion, visual and x-ray examination found clavicle crush damage was noted at 16.1 cm - 16.5 cm and 18.2 cm - 18.6 cm from the reference cut, with the outer coil crushed in both regions but the outer insulation not breached, and the latter region having the filars of the outer coil fractured, as well as an external insulation abrasion from 37.2 cm to 37.5 cm from the reference cut due to friction to another device or patient anatomy. No internal shorts were found. The reported events of failure to capture and high pacing impedance were confirmed due to the external insulation abrasion and clavicular crushes.